Event description:
The hospital reported that during a endoscopic vein harvesting procedure, the device has insufflation problems. A replacement unit was used, however, the shaft of the device got "broken" at a 30 degree angle. The case was converted over to an open leg procedure. The hospital did not report any patient complications.

Manufacturer narrative:
After the procedure, the hospital discarded the product. Since the product was not returned to guidant cardiac surgery for evaluation, it will be difficult to confirm the reported problem.